Event description:
Follow-up with the physician on (B)(6) 2012 revealed that the heart fluttering was not related to vns. The patient's settings were also provided. No external factors preceded the onset of the heart fluttering or big seizure. There was no history of heart fluttering listed; however, the patient reported that the heart fluttering occurred from time to time. The physician was unaware of the patient's big seizure.

Event description:
On (B)(6) 2012, a physician's office reported that a recently implanted patient stated that she had a seizure the previous night ((B)(6) 2012) and felt as if her heart skipped a beat. The reporter noted that the patient was not a good historian. Additional information was received from the patient on (B)(6) 2012. The patient stated that she felt her heart was fluttering before a big seizure. The patient had not experienced a "big" seizure in a while and did not know if the fluttering was associated with the "big" seizure. The patient provided her current settings and said that she was last seen on (B)(6) 2012. Attempts for additional information have been unsuccessful.